Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 65 mg/dl with severe dizziness, blurred vision and difficultly speaking. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated that the patient had given themselves unnecessary insulin by priming the pump while still attached to the pump after the pump had lost prime due to being dropped. The patient reportedly self-treated with consumption of carbohydrates. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue.